Event description:
On (B)(6) a 25.5 cm catheter was removed from the right ventricle. On (B)(6) an implanted venous access device was removed with a piece of the catheter still attached to the hub of the port. This device was implanted at rush-pres-st lukes medical center in chicago to administer chemotherapy.